Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted device was planned to be returned. A new ICD system was already implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the infection related allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted device was planned to be returned. A new ICD system was already implanted.